Manufacturer narrative:
(B)(4).

Event description:
A health care provider via a company representative reported the the patient had activa pc replaced with activa rc and the patient was being shocked by activa rc. The therapy was lowered in the emergency room and the issue was resolved at time of the reported. The indications for use for this patient were essential tremor and movement disorders.